Event description:
This MDR is related to MDR # 30116321500-2022-00007there is no evidence to suggest that the device caused or contributed to this event. The patient was treated as part of the mimics 3d USA post-market observational study on (B)(6) 2021. At index ,the subject had two biomimics stents implanted, one in the sfa middle third of the left leg and the other from the sfa distal third to proximal popliteal of the left leg. On (B)(6) 2022. A restenosis of treated segment was identified in the sfa proximal third to sfa distal third and treated with percutaneous transluminal angioplasty / standard balloon angioplasty, laser/atherectomy, and thrombectomy. The event is reported as "definitely related" to the device and target lesion related. The event is resolved and patient has recovered. The device remains implanted.

Manufacturer narrative:
This MDR is related to MDR # 30116321500-2022-00007. There was no reported device malfunction and the device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effect of restenosis leading to additional surgical intervention is listed in the biomimics 3d instructions for use and is a known patient effect of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.